Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station auxiliary drawer had failure due to broken slide rails. A field service engineer had issue resolved by replacing the drawer assembly, functionality was verified through hardware testing, and a replacement part was ordered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 failed. The drawer was closed, but the system did not recognize it as closed. Customer was unable to recover the drawer, and a hard reboot of the machine did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.